Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the patient connector of a transfer set and a non-baxter plastic adapter. This occurred during use of device for peritoneal dialysis therapy. The transfer set fell off and came apart at the silicone tubing at the male patient connector by the plastic adapter that connects to the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that a patient experienced a connection issue between the patient connector of a transfer set and a non-baxter plastic adapter. This occurred during use of device for peritoneal dialysis therapy. The transfer set fell off and came apart at the silicone tubing at the male patient connector by the plastic adapter that connects to the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.